Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
While reporting differences between sensor glucose values and blood glucose values, customer reported having a recent blood glucose level of 42 mg/dl. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.